Event description:
The balloon on the anesthesia machine was no longer inflating and the patient's respirations showed zero during surgery. The patient was immediately removed from the machine and ventilations assisted with bag valve mask. FDA safety report ID # (B)(4).